Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during first inflation the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.